Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. During lead revision, it was discovered that the left ventricular lead exhibited insulation damage. Both leads were capped on (B)(6) 2025 and the procedure was completed successfully. The patient was stable.